Manufacturer narrative:
Other driveline disconnect events are reported in MDR #s: 2916596-2021-00643 ((B)(6) 2020) and 2916596-2021-00644 ((B)(6) 2020). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR # 2916596-2021-00696. It was reported that the patient performed a controller exchange on (B)(6) 2021 around midnight. The patient did not remember what alarm occurred that motivated the exchange, but the history from the system monitor showed no external power, no flows, controller clock not set, and driveline disconnect events. The log file from controller that was exchanged, (B)(4), displayed a driveline disconnect event where the driveline was disconnected from the controller on 01jan2000 (clock not set). The true date and time of the disconnect could not be conclusively determined from the log file.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline disconnect, no external power, controller clock not set alarm conditions was confirmed via the submitted log file. The submitted log file (labeled a1201502) from system controller (B)(6) contained 202 events spanning approximately 52 days (B)(6) 2020 per the timestamp). Additional events were captured; however, the exact time span of the events in the log file could not be conclusively determined as the clock appeared to reset several times intermittently throughout the log file. The log file captured driveline disconnections, no external power alarms, and no flow alarms on (B)(6) 2020 from 13:14:17 to 20:04:24. This is consistent with the lvad being turned off. The driveline was disconnected intentionally, and the alarm was resolved at when the controller was successfully turned off. The heartmate 3 system controller was not returned for analysis. Multiple attempts were made to gather additional information about the reported event such as if there is any information regarding the driveline disconnect events on (B)(6) 2020 (captured under MFR. Report # 2916596-2021-00643 and 2916596-2021-00644, respectively), if they were intentional instances of the driveline being disconnected, if there were any related device issues, the power source that the patient was using at the time of the reported exchange on (B)(6) 2021, and if the patient experienced any adverse effects due to any of these driveline disconnect events; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The system controller, serial #: (B)(6) , was shipped to the customer on (B)(6) 2019. Heartmate iii patient handbook (rev. C), section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage advisory alarm conditions, low voltage hazard alarm conditions, controller clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) (rev. C) section 4 "system monitor" explains how to set the system controller clock using the system monitor. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.